Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having sinus infection, bloody nose, loss of sense of smell, water around his heart. The patient diagnosed with ascending thoracic aortic aneurysm. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having sinus infection, bloody nose, loss of sense of smell, had water in the heart, and had ascending thoracic aortic aneurysm while using the device. The device was returned to the manufacturer's product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. See ER 2244873 (v1) for the procedure used to make this determination. Care orchestrator data was unavailable. 0 errors were logged. Device was likely reset prior to pil receipt due to the machine having 9297.8 hours with 0 blower hours and 0 therapy hours logged. Pil observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector. A hairlike substance was observed inside the bottom enclosure. A contaminate consistent with keratin was observed on the blower box. ER-2243857 v01 addresses the issue of keratin. Pil is unable to directly address the symptoms outlined in the complaint. Pil did observe dust/dirt contamination in the airpath, likely from a source external to the device. The device's downloaded event log was reviewed by the manufacturer and found 0 error. The manufacturer concludes that device, there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit. Sections b1, h1 and h6 have been corrected in this report as follows: section b1 was corrected to product problem. Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected. In this report, sections d9, g3, h3, and h6 have been updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging having sinus infection, bloody nose, loss of sense of smell, had water in the heart, and had ascending thoracic aortic aneurysm while using the device related to CPAP device's sound abatement foam. Sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected for adverse event and product problem. (Only the product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction to serious injury. Section h6 health effects - impact code was corrected.